Event description:
Customer called for training on how to calibrate their freestyle blood glucose monitor. They then relayed that the night before calling, they were shaking and sweating and later lost consciousness. Details regarding the diagnosis and treatment administered, in order to stabilize the customer are unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once any additional details are received and investigation results are available.